Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a visual inspection of the returned picture(s) noted that one relaod was inside of a tissue cavity. The anvil reinforcement material did not appear to be release distally. Staple pushers appeared to be protruding from the staple cartridge. The staple cartridge, reinforcement material and staple line could not be further examined due to image quality. The visual inspection of the returned reload noted that the reload was partially fired. The jaws of the reload were open. The clamping mechanism was deformed. The reload knife laminates were found to be damaged. During functional testing, the reload was loaded into a representative instrument. The interlock did not function properly. Full testing was not done to keep the state of the reload. A manufacturing assessment was performed for this event. The manufacturing assessment concluded that when the reload was disassembled, the engineering found the knife laminates to be bent outward on the channel side. Engineering also noted scratches on the channel adapter from the bent knife laminates. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a lung volume reduction surgery, the surgeon used two purple reinforced reloads. On the third reinforced reload, the surgeon had to change direction and partly cross the second reinforced staple line. The powered stapler made noise as though it deployed the staples, but when the firing finished, upon opening the jaws, it was seen that the reinforcements were deployed from the reload but no staple line was seen on the lung parenchyma. There was also no cutting of the lung. A non-reinforced staple was able to be used in the same position to complete the resection. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.